Event description:
The customer reported that the thermogard xp ivtm system (B)(6) displayed error messages tcmid:05 (coolant diff failure) and mid:09 (air trap assembly). It is unknown at what stage of the ivtm therapy the error messages occurred. The customer used another tgxp console to continue the treatment without delay. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll service inspected the thermogard xp ivtm system (B)(6) at the customer site. The reported complaint that the thermogard system displayed error messages tcmid:05 (coolant diff failure) and mid:09 (air trap assembly) was confirmed in the system's event log but not confirmed during functional testing. The reported errors were not replicated during testing, and the thermogard system functioned as intended. Reviewing the console's event log revealed several mid:09 (air trap assembly) and tcmid:05 (coolant diff failure) error messages around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system passed functional testing, and the reported complaint was not reproduced. It is likely that liquid or condensation temporarily blocked the sensors in the air trap sensor block and triggered the reported mid:09. However, no dried saline residue was observed on the air trap sensor block, and mid:09 was not reproduced. During device technical inspection, the difference between lm34a and lm34b sensor readings was found to be higher than normal, which could potentially be linked to the reported tcmid:05 error. However, the tcmid:05 was not replicated during testing. After cleaning the connections of the lm34a and lm34b sensors, the difference between sensor a and b readings was within the normal acceptable range and functioning properly. Following service, the thermogard system passed all testing criteria.